Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, end firing was observed. The procedure was completed using a second fiber. Patient outcome "ok" reported.